Event description:
It was reported by a patient, that four days post water vapor therapy procedure, he experienced urinary retention. The patient went to the hospital and was found to have 1l of urine. The patient was diagnosed with temporary kidney failure. Approximately 15 to 16 days post procedure, the patient was admitted to the hospital a second time due to urinary retention. The patient was found to have 0.375l of urine. The patient expressed concern about having his catheter removed because of the continuous urinary retentions. No further information was reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported by a patient, that four days post water vapor therapy procedure, he experienced urinary retention. The patient went to the hospital and was found to have 1l of urine. The patient was diagnosed with temporary kidney failure. Approximately 15 to 16 days post procedure, the patient was admitted to the hospital a second time due to urinary retention. The patient was found to have 0.375l of urine. The patient expressed concern about having his catheter removed because of the continuous urinary retentions. No further information was reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.